Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the continued pain after manipulation & recall inquiry. Patient left voicemail regarding a recall inquiry for a triathlon press fit size 5. Update: patient had primary right knee arthroplasty on (B)(6) 2022. Patient reported two manipulations under anesthesia and an arthroscopy due to pain and swelling. Patient noted surgeon wants to perform a revision.

Event description:
This pi is for the continued pain after manipulation & recall inquiry. Patient left voicemail regarding a recall inquiry for a triathlon press fit size 5. Update: patient had primary right knee arthroplasty on (B)(6), 2022. Patient reported two manipulations under anesthesia and an arthroscopy due to pain and swelling. Patient noted surgeon wants to perform a revision.

Manufacturer narrative:
An event regarding pain involving an unknown triathlon knee was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: the patient had a poor knee range of motion postoperatively which led to mua and arthroscopic lysis of adhesions. He remains dissatisfied and is considering a revision surgery. Event confirmation: poor postoperative range of motion, mua and lysis of adhesions via an arthroscope can be confirmed. Root cause: a root cause cannot be determined with the records provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The event was confirmed through clinician review of the provided medical records. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device-identifying information (catalog number and lot code), pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was also reported that the patient is inquiring if their implants are part of a recall. Device-identifying information such as catalog number and lot code are required to determine if the reported device is subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: the patient had a poor knee range of motion postoperatively which led to mua and arthroscopic lysis of adhesions. He remains dissatisfied and is considering a revision surgery. Event confirmation: poor postoperative range of motion, mua and lysis of adhesions via an arthroscope can be confirmed. Root cause: a root cause cannot be determined with the records provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The event was confirmed through clinician review of the provided medical records. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot codes, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was also reported that the patient is inquiring if their implants are part of a recall. Device lot codes are required to determine if the reported devices are subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon p/a cr beaded #5r; cat# 5517f502; lot# unknown tritanium bplate triathlon s5; cat# 5536b500; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the continued pain after manipulation & recall inquiry. Patient left voicemail regarding a recall inquiry for a triathlon press fit size 5. Update: patient had primary right knee arthroplasty on (B)(6) 2022. Patient reported two manipulations under anesthesia and an arthroscopy due to pain and swelling. Patient noted surgeon wants to perform a revision. Update: spoke with patient who stated that he will be seeing his doctor on 14 january 2023 to determine if a revision will be done. Patient states he is "leaning towards having the revision done as he is experiencing back and bilateral hip pain".